Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other six proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with seven proglide devices were attempted in the mildly calcified right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr. Reportedly, when the plunger was pulled back, the sutures pulled out of the artery. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Unused, sterile representative samples were successfully tested and no malfunction was noted.